Event description:
The customer reported that the "regurgitation valve" (presumed to mean the back check valve) on the primary tubing failed, allowing the secondary antibiotic to flow into the primary IV fluids. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.